Manufacturer narrative:
The reported issue of a dim segment is confirmed based on the field action. The device is used for treatment purposes. A review of the device history record showed the device had a manufacture date of 19dec2014. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(4) was performed in bd2 track wise which confirmed similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
It was reported the display board needs to be replaced because of a dim segment. There was no patient involvement.

Manufacturer narrative:
The reported issue of a dim segment is confirmed based on the field action. The device is used for treatment purposes. A review of the device history record showed the device had a manufacture date of 19dec2014. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(6) was performed in bd2 track wise which confirmed similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
It was reported the display board needs to be replaced because of a dim segment. There was no patient involvement.